Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade iii.

Event description:
Patient reported a right side no complaint against the device. Healthcare professional later reported ¿replacement due to rupture and capsular contracture 3¿. Healthcare professional later reported "positive nodule in the upper right breast" and "fibrous capsule with 1)chronic nonspecific inflammation 2)foam cell collection". Device has been explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: ¿ rupture: not observed. ¿ capsular contracture: unable to observe since it is not related to the device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: rupture: not observed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening with 2 assessed 1 unidentified (tear) opening (shell thickness within specification) and 1 surgical damage. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right side no complaint against the device. Healthcare professional reported right side rupture and capsular contracture baker grade iii. Healthcare professional later reported "positive nodule in the upper right breast" and "fibrous capsule with chronic nonspecific inflammation and foam cell collection." Patient undergone capsulectomy. Device has been explanted.